Manufacturer narrative:
(B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision; asr xl acetabular system - right; reason for revision: pain & metalosis, cobalt chromium. Update: form 57 attached, further reason for revision & product details, (B)(6).update spreadsheet dated 28th oct 2011. Update 07 jun 2018. (B)(4) is a reopened of (B)(4) because of a new alert received. There is no new allegation that will change the MDR reportability. The manufacturing dates were updated. Doi: (B)(6) 2006; dor: (B)(6) 2011; right hip.